Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation regarding the patient/layperson's 2009 complaint that her onetouch ultramini meter would not turn on although its battery had been replaced. This specialist spoke with the pt on 07/27/2009 and clarified and obtained info. A week prior to original date, at night, the pt was unable to test since the meter would not turn on although it's battery was replaced two days earlier. The following day, the pt was sweating, a symptom she has when her blood glucose is low. Concerned that she was unable to obtain a reading and afraid to inject her usual 18 units novalog, the pt called her physician who advised the pt to inject less insulin, 10 units, and drink a glass of orange juice. The pt did both and felt better later. The pt continued taking less insulin until calling customer service to obtain a replacement. Because the pt alleged that the meter would not turn on to obtain blood glucose results and then reportedly developed sweating, a symptom that can be associated with hypoglycemia, this complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.